Event description:
Medtronic received information that nineteen months following the implant of this bioprosthetic valve, echocardiogram findings revealed aortic stenosis. The valve had developed sub-valvular pannus and calcification. Subsequently, the valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, the valve was distorted. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. All leaflets were intact on the outflow. Small tears on the tunica of the left cusp appeared to have occurred during explant with the removal of host tissue. All commissures were intact. Glistening off-white pannus partially covered the right cusp along the tissue and base stitching, to the inflow margin of attachment, into the left right inferior captive area and 1 to 4 mm onto the left and right cusps showing evidence of a reduced inflow orifice area. Traces of pannus remained attached to the outflow rail and edge of the sewing ring. An unknown amount of pannus was removed on the inflow and outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Valve distortion suggests a sizing issue and/or squeezing the stent in excess.